Event description:
It was reported that while performing peritoneal dialysis, a home patient (hp) had received a system error 2367 (resume error, critical error found) alarm on a homechoice (hc) device during drain one. The technical service representative (tsr) reviewed the alarm log and found that there were no previous alarms. The tsr assisted the hp in clearing the alarm and in ending therapy. The hp was to start therapy over. During follow-up with the caregiver (cg) stated that the hp was able to perform therapy at a later time with no issues. No patient injury or medical intervention was indicated in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.